Event description:
A lead revision surgery was reported. The reason for the lead revision is unknown. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device remains in patient. Additional suspect components involved in this event: model: sc-2138-70, description: phase iii linear lead - 70 cm. This is a final report.